Event description:
Event description guidant received information that the bipolar lead was observed to have high impedance measurements and noisy signals 23 months post implant. A conductor coil fracture was suspected.